Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: thermal event probable root cause: instructions for use poor workmanship poor laser etching use error the reported failure mode will be monitored for future reoccurrence. *note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: did not turn lightsource to stand by, there was malfunction. Able to recreate issue. [Update - this happened after the surgery was completed and the resident was closing the laparoscopic incisions. 1st degree burn. Surgeon described as skin had discoloration the exact size of the tip of the light cable but the skin was not visibly broken ¿ only slight discoloration. Patient was sent home with some topical ointment as precaution/if needed or wanted the light source is not in question ¿ customer biomedical department performed evaluation and functionality test ¿ safelight cable sn (B)(6) was tested with separate light sources that were not involved in the incident and determined to be the malfunctioning item. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the scope was removed with the adapter still connected to the safelight cable. The warning on the IFU states "the surface temperature near the scope adapter and at the tip of the scope can exceed 41 °c if the light source is operated at high levels of brightness for extended periods of time. The heated scope and adapter can cause burns to the patient, user, or combustible materials." Step #9 of the IFU states the following: 9. Do not leave a safelight adapter attached to the cable without an endoscope attached: light can continue to emit from the adapter, which can generate heat that can cause burns or fires if allowed to come into contact with the patient, user, or combustible materials. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.